Event description:
Previous history of prematurity, bronchopulmonary dysplasia, retinopathy of prematurity, possible necrotizing enterocolitis; had been reasonably healthy at home until 7/02. 7/02 - conjunctivitis treated with ophthalmic antibiotics. 7/02 - fever, dx with otitis medication given amoxicillin. 7/02 - febrile, lethargic, admitted to hosp.